Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: -outer tube dent: this event is caused by a component failure of the rigid tube. -white scratches on the image: this event is caused by a component failure of the charge couple device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope had outer tube dent and white scratches on the image. There was no patient involvement.